Event description:
It was reported that the user experienced elevated glucose for several hours while using the ilet system with a dexcom g7 and an inset teflon infusion set; a manual fingerstick measured 201 mg/dl and the user reported coffee and a donut prior to the event. Symptoms included hyperglycemia. Outcomes included no injury, no alerts or alarms, and no need for medical intervention or hospitalization. Investigation included guided troubleshooting, which directed the user to disconnect, prime to confirm drops, verify delivery on screen, and reconnect, followed by education to monitor glucose. Investigation of this case revealed proper pump priming with observed drops, no alarm conditions, and no device malfunction evident, with dietary intake identified as a potential contributor; the device and its delivery components appeared to function as intended. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.